Event description:
A report was received that the patient is having difficulty charging his ipg. The patient experiences a sudden strong shock of electricity from left shoulder all the way down through his back when trying to charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient is having difficulty charging his ipg. The patient experiences a sudden strong shock of electricity from left shoulder all the way down through his back when trying to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Update to initial MDR field: additional information was received that the patient underwent an ipg explant surgery due to suspected malfunction. The patient previously had shoulder surgery in which electrocautery may have been used. After the shoulder surgery was the onset of the shocking sensations and charging difficulties. The patient was experiencing discomfort while charging. The patient is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to feel a shocking sensation during charging was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to feel a shocking sensation during charging was not duplicated or confirmed.